Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion in infusion set within 3 hours of insertion on upper buttocks. The patient changed soft cannula infusion set only and resumed insulin. No further information available.